Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5x28mm xience sierra stent was implanted in the proximal left anterior descending (lad) coronary artery, 70% stenosed lesion. Post implantation and per imaging, stent underexpansion was noted along with intra-stent plaque protrusion (lipid) in the proximal and distal stent portions. The maximum size non-compliant balloon dilatation catheter was used for post-dilatation. In addition, a loss of the diagonal coronary artery occurred following stent implantation. Multiple wires attempted to cross the diagonal for treatment; however, failed to cross the lesion. Per physician, the loss of diagonal was unrelated to the stent. The patient had no clinical symptoms. The event resolved without sequela. On (B)(6) 2018, the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. It should be noted that the reported patient effects of occlusion and prolapse are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition); however, the subsequent treatments appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the additional information was received: the loss of the diagonal coronary artery was due to plaque shift.